Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was discovered during the case that the offset cup reamer handle was broken while trying to articulate the reamer.this did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
Device identification: the reported device was confirmed to be a off set cup reamer handle, p/n 207080, lot 32060412, RMA (B)(4). Device history review: review of the device history records indicate (B)(4) devices were received and accepted into final stock on 6/18/2012. Device evaluation and results: visual inspection visual inspection shows that a pin is missing from the shaft u-joint, and there is damage to and around the u-joint. Dimensional inspection: dimensional inspection was not completed as the visual and functional inspections clearly confirm the failure. Functional inspection functional inspection shows proper rotation of the shaft is inhibited. Complaints review: a review of complaints related to p/n 207080, lot number 32060412 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 207080 part number will be tracked through quarterly trend request #(B)(4). Conclusions: inspection confirmed the failure. There is a missing pin and damage to the shaft u-join that is inhibiting rotation of the shaft. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was discovered during the case that the offset cup reamer handle was broken while trying to articulate the reamer. This did not negatively impact the case and the outcome was successful.